Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator graphic user interface (gui) generated a ¿communication error¿ alert. Although the ventilator did not stop cycling, the patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.